Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the device was placed inside the esophagus and confirmed with the endoscope, suction was applied and when it reached 500 mmhg as 30 second countdown had started, the doctor removed the white piece, turned the knob and suction and held for an additional 5 seconds. The endoscope was reinserted to ensure placement of the capsule. However, the doctor was not able to see the capsule in the esophagus or stomach, and an x-ray confirmed that it was in the small intestine.